Event description:
During a rectum procedure, the device fired an incomplete staple line. A new instrument was used with same problem. A third device was used and functioned normally. There was no pt consequence.